Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on his insulin pump, after falling into a pool. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 165 mg/dl. Nothing further was reported.